Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not have transmitter error alert. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-075092 as this will not be reportable.

Manufacturer narrative:
(B)(4).